Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power up. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. Upon investigation igbt q16 was damaged and diode d22 was shorted on the defibrillator pca, multiple power supplies were shorted and several components were thermally damaged on the defibrillator pca and computer/analog board. The root cause of the voltage deviation cannot be positively identified due to the extent of the damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it could not complete testing.